Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was no air flow. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Device evaluation and repair are pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was no air flow. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was no air flow. No repair performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.